Event description:
It was reported that during a knee surgery, the cementless oxford tibial tray was properly assembled onto the cementless inserter by the scrub nurse. The surgeon then placed the inserter and tibial tray into the patient's knee and impacted it. After successive blows, the inserter became loose. After taking the inserter out of the knee, it was observed that the small spigot meant to hold the posterior side of the implant had broken off. The broken piece was recovered from the joint successfully with no harm or injury to the patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h4, h6, h11. Product was returned and visually assessed which found it to exhibit signs of repeated use (nicked or gouged) and is fractured at the tip. All pieces were returned. Optical images of the device fracture surface were taken also which exhibited river lines artefacts suggesting that the device possibly fractured due to bending overload. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history/histories identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed a definitive root cause for this issue has not been determined, as it is likely multifactorial in nature. The fractures may be attributed to a combination of contributing factors, including, but not limited to, expected wear and tear over time, excessive impaction of the instrument, improper tightening against the tibial trays (whether over- or under-tightening), and suboptimal intraoperative technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.